Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) kept faulting out. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found multiple iesu errors. All other vision side cart (vsc) were in use. The tse had the customer hard power cycle the iesu, but error came back. The tse had the customer disconnect all activation cables and only put power back to the iesu. The iesu still faulted with no activation cables hooked up. The tse had the customer leave all cables disconnected. The tse walked the customer through hooking up the force triad with the activation cables; the customer proceeded with a third-party generator. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the iesu to resolve the issue with errors. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was analyzed and found to have errors 2-02. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.